Manufacturer narrative:
Examination was not possible, as the device remains implanted. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised due to subsidence of the femoral stem. The stem was not removed, the head and liner were adjusted to correct the issue.